Event description:
Surgeon was performing a dissection during a laminectomy with a micro pituitary ronguer. The upper jaw of the instrument broke off and dropped into the patient's laminar space. An additional dissection and a second surgeon was required to retrieve the broken piece.